Event description:
In 0/06 the lay-user/reporter contacted lifescan alleging that the pt's one touch ultra meter was reading inaccurately high. The medical affairs specialist mailed a letter to the reporter in 2006, since she could not be reached by telephone. Throughout the entire morning in 2006, the pt had been feeling "weak". At an unspcified time, the pt tested herself on the meter and got a reading of "168 mg/dl". At an unk time later, the pt "dropped to the floor." The paramedics were contacted. When they arrived, they obtained a reading of "22 mg/dl" using an unk device. The pt was reported to have sustained a "diabetic coma" and was hospitalized for at least 2 weeks. During her stay in the hosp, she was given an IV (unk type/dosage), as well as a number of other treatments not specified by the reporter. It would have been helful to know the following info: when the symptoms started, what her blood sugar readings were, before she obtained the "168 mg/dl" result, and what medications/treatments she took the day before and the day of the incident. In addition, it would have been helpful to know what the time difference was between the reported readings, if the paramedics treated the pt, what treatments she received at the hosp, what her blood glucose reading was at the hosp, what her diagnosis was, and if any changes were made to her medication regimen as a result of the event. The customer care advocate (cca) verifid that the pt had been using finger stick blood samples. The pt's test strips were in good condition and the meter was coded properly. The meter, test strips, and control solution were replaced. It is not known what the time differences were between the reported results and when she lost consciousness. It is also unk if any intervention took place between the readings. This complaint is being reported as the pt obtained a relatively elevated blood glucose reading on the meter but received medical treatment for possible hypoglycemia.